Event description:
The manufacturer has been notified that a patient has passed away. However, there's no indication that the device was the cause of death. The patient's daughter was given instructions on how to return the recalled device and asked about the timing of her check. Although there's no evidence to suggest the device caused the patient's death, more details are needed. Additional information has been requested about the reported death. If we receive any new information, we'll file a follow-up report.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.